Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving 3000.0 mcg/ml of fentanyl and 4.0 mg/ml of bupivacainevia an implantable pump for complex regional pain syndrome and spinal pain. It was reported the patient's previous pump had stalled in the past after a magnetic resonance imaging procedure (MRI). The consumer stated the pump resumed normal function after being seen by their healthcare provider (hcp). It was not specified what medication was being delivered by the pump at the time of this event. The consumer did not remember what the MRI was for. No further complications were reported or anticipated.